Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and the reported inflation difficulty was confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat a totally occluded left anterior descending artery. The patient was admitted with a non-st elevation myocardial infarct (mi nstemi). The 3.5 x 12 mm nc trek balloon catheter was being used for post-dilatation; however, it could not be inflated using a high pressure syringe to the recommended pressure. The connection to the syringe was tight. After removing the balloon catheter from the patient, an attempt was made to inflate the balloon and still it could not inflate. The procedure was completed by using a new balloon catheter to post-dilate the stent implant. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.